Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the plate broke in the leg of the patient. Medical/surgical intervention was required. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the plate broke through the fourth proximal locking compression plate (lcp) combi-hole. (B)(4). A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update description with new information: it was reported the patient had a knee osteotomy under trochanterian on (B)(6), 2013 and was implanted at the proximal femur with a plate system. It was reported the plate broke and a revision was performed on (B)(6), 2014 to replace the device with a clip plate. It was reported all screws were removed without difficulty and a soft callus in maturation was noted in the operating report. The new screws were put with dynamometrique screwdriver and were reported to be good holding. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.